Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.